Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed system controller and user interface pcb assemblies and determined that the cause of the reported issue was due to a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.

Event description:
The customer reported that the display on their device is showing an all white screen which is indicative of a device lockup. The customer indicated that they did discover this after the device had been dropped and they went to test the device; however, the customer was unsure if the device was functional prior to the drop. There was no report of any patient use associated.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.